Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia surgery, when the balloon was inflated, it burst. There was no injury.